Manufacturer narrative:
(B)(4). The actual pump involved in the reported incident was returned for evaluation. The air in line testing was performed three times at a rate of 0.4ml. The air bubble alarmed three times air in line with audible and visual alarms functioning. The test results were within specifications. The air sensor values passed. The pump's operational log was reviewed for the day of the reported incident (B)(6) 2015, showed no infusion activity for reported incident. Based on the results of the pump evaluation, the pump operated as intended and the reported failure could not be reproduced. No conclusions can be made regarding the cause of the event. All available information has been forwarded to the manufacturer. If additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received yet for evaluation and the investigation is on going at this time. A follow up report will be provided when the inspection results become available.

Event description:
As reported by the user facility: customer reported " large air bubble passed through pump without alarming". No patient injury.